Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.